Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced hyperglycemia while on insulin pump therapy resulting from an alleged inaccurate insulin delivery issue. During troubleshooting with animas customer support it was determined that the basal delivery totals in the total daily dose matched the active basal program total, the basal history matched the active basal program settings, the bolus totals matched and all boluses were recorded as programmed. This complaint is being reported because the alleged inaccurate delivery issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that the last basal and last bolus deliveries occurred on 10/16/2014. A review of the black box showed a manual time change was made on (B)(6) 2014 from 05:36 to 04:36. The black box showed that on (B)(6) 2014 at 20:38, a ¿replace cartridge¿ alarm occurred; deliveries were resumed when the pump was primed at 22:00. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.